Manufacturer narrative:
The device will not be returned to the manufacturer, but the log files from the case will be available for evaluation. The investigation is ongoing. A follow up report will be filed when the investigation is complete.

Event description:
It was reported that during a fess procedure, the nurse could not progress past the registration of the pt. After one hour of troubleshooting, it was decided to continue on with the procedure without the use of navigation. The procedure was successfully completed with no allegation of adverse consequences.